Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11007r10, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that during the patient¿s last pump refill on 2013-(B)(6) the patient thought that some of the medication ¿leaked into her body from the fill¿. It was noted that the fill doctor was out of town so the refill was performed by the nurse practitioner (np). When the np inserted the needle to administer the medication, the patient felt a burning sensation down her leg all the way to the top of her left knee. Following the burning sensation the patient felt an intense itching sensation in that area of her leg. The itching lasted for a few hours after the refill. The patient had initially thought that it was an allergic reaction to something the np used to clean her leg. When the np pulled the needle out, the patient ¿bled really bad¿ which the patient stated had never happened before. The day following the refill the patient ¿couldn¿t do anything, she was down and it took all her energy to get up to do anything¿. This lasted for 4 days. The patient did not contact the doctor¿s office to alert them of the symptoms. It was also reported that the patient was currently experiencing withdrawal. The patient stated that she had been having what she though t was withdrawal symptoms for the past 4-5 days prior to the report. The patient felt irritable, a little shaky, felt freezing cold and then drenched in sweat, felt agitated in general, nose was running, headache, felt sick to herstomach, and felt a ¿surge¿ or tingle in her chest that radiated to her arms and hands. The patient stated that the symptoms had gotten worse; however, the symptoms were improving as of the day of the report. The patient stated that today was the first day she had not had a headache and that she had not been sick to her stomach. The patient called the doctor the night prior to the report and the on-call doctor did not seem concerned and told the patient that her pump would alarm if there was a problem. The patient had not heard any alarm from the pump. The device system delivered baclofen and morphine. Additional information has been requested but was not available at the time of this report.